Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient was septic due to a (B)(6) infection. The source of the (B)(6) is not known. The patient's implantable cardioverter defibrillator (ICD) was explanted followed by explant of the leads the next day. The patient was treated with antibiotics and the system was not replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.